Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #(b)(4.) The device was received in good visual condition. Upon visual inspection under magnification it was noticed that the upper jaw was slightly damaged at the retention pin interphase. Resulting in the jaw been loose and difficulty in opening and closing of the jaws. However the damage was not significant enough to prevent the device from cycling or did not create an alert screen. The devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No alert screens were displayed during testing. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and is advising of a potential issue with the instrument. However; no alert screens were displayed during testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device was functioning normally most of the procedure. During repeated firing of the blade at the uterus, the device stopped working and an error message occurred "please replace device". Another like device was used to complete the procedure. Delay of five minutes. There were no adverse consequences for the patient reported.